Event description:
It was reported that the implantable cardioverter defibrillator exhibited noise. Further information was requested but is not yet available.

Event description:
New information received notes that episodes of oversensing due to noise were seen via remote transmission. The device was successfully reprogrammed. The patient was stable.